Manufacturer narrative:
(B) (4). (Secondary surgery), (excessive). (B) (4).

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B) (6) 2009 in pt's right eye. The lens was explanted on (B) (6) 2009 due to excessive vaulting. Subsequently, the pt had narrowing of the angle and shallowing of the anterior chamber. The pt had an iridotomy performed. The lens was exchanged for a shorter lens.